Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit was unable to complete its autofill function, there was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and and upon inspection of logs the unit was unable to complete its autofill function and stated a general fault code 37. Upon further inspection the unit had a empty helium cylinder. The fse informed the biomed of the find and he was able to give me a replacement helium cylinder. Once replaced, the unit functioned and passed a safety all inspections. The fse had the unit run for two hours with no issues. Unable to replicate after helium cylinder was replaced.